Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "grade 4 capsular contracts in left breast. Inflammation. Breast implant illness. Worsening of autoimmune disease. Pain in breasts. Implant shell material found in body post explant.¿

Event description:
Patient reported via regulatory agency "grade 4 capsular contracts in breast, inflammation and pain in breasts. Implant shell material found in body." Patient additionally reported "breast implant illness, worsening of autoimmune disease," these events are not considered device related. Device has been explanted. This relates to the left side device.